Manufacturer narrative:
Outcome attributed to adverse event includes hospitalization. Analysis of the implantable neurostimulator (ins) (serial/lot #: (B)(4)) found the ins was functionally okay with insignificant anomalies. Evaluation conclusion code 11 no longer applies to this event.

Event description:
It was reported that there was a fall on the battery site. Impedance testing was done and there were impedances greater than 10,000 ohms at electrode 2. X-rays were ordered on (B)(6) to make sure the leads and battery were ok. The patient fell down wooden stairs on (B)(6) 2015. The patient felt a shock and zaps throughout the day at the battery site even when system was turned off. They did not feel the shocks and zaps in the spine are where the leads were placed. There was pain and discomfort where the patient fell. The patient fractured a few vertebrae and had hairline fracture in the hip and seemed in the fall that the stimulator was damaged and the stimulator was completely off. It was noted that when the patient was standing up they were getting volts of electricity in the area of the implant in the butt cheeks and having shooting of electricity. The implant was off when they fell and was hospitalize on saturday afternoon and released on sunday. It was noted that as a result of the x-rays the battery and leads looked ok. The patient was scheduled on (B)(6) 2015 for a battery replacement. Impedance tests were ran in the operating room with the multi lead tria ling cable and all were ok. They ran another impedance test connected to the new battery and all ok. The patient was seen on (B)(6) 2015 by a manufacturer representative for post operative appointment and they were doing great. They were able to program the patient to get good stimulation coverage. No more shocks or discomfort at all. The battery was returned to the manufacturer

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).